Event description:
It was reported that noise was observed on the egms. During removal, lead damage was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received examination of the lead revealed two insulation abrasions, 12 and 15 cm from the connector end. Both locations revealed rv metal cable exposure. The locations of the abrasions are consistent with that of friction to the can. Examination of the abrasion at 15 cm revealed that the is-1 distal coil was exposed. This would account for the iegm issue reported from the field. The lead exhibited normal electrical characteristics.